Event description:
While the doctor was preparing the bone for cement during a total knee replacement procedure, he noticed that he was handed a porous implant, which he believed was not intended for cemented use. The doctor informed the sales representative and the circulating nurse that this was an incorrect implant and requested a correct implant "for cemented use only". Since there was none available, the sales representative left and returned later with another implant and the surgery was concluded. The porous component in question was labeled correctly and is intended for cemented use only.